Event description:
Event description guidant received information that this implantable congestive heart failure generator and these implanted leads demonstrated noisy signals, intermittent loss of capture, and impedance measurements greater than 3000 ohms. These observations were made after a biopsy had been performed around the device. This pulse generator and lead system have been in service for approximately 1 month. Technical services discussed possibilities for the observations, including a loose rv set screw. The physician questioned if the needle disrupted the leads while performing the biopsy. The physician elected to reposition the device to the right side of the patient's body, and to explant/replace all of the lead. Upon opening the pocket, the rv lead appeared to not be fully inserted into the rv port. All of the set screws were tight.